Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of implant is estimated. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulty.

Event description:
Reportedly, resistance removing the protective sheath off a 3.5x12mm trek rx balloon dilatation catheter was felt. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.